Event description:
The probe was not isolated and caused damage on the skin of the patient.

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not reveal any issues.